Event description:
It was reported that during the shoulder procedure, the device got hot. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
Complaint of ¿unit gets hot¿ was confirmed. The cause of the overheating is a corroded motor. The motor/gearbox assembly was removed from the housing, and the gearbox was then removed from the motor. The gearbox and cable assembly passed functional testing. The motor was stalling and noisy as a result of corrosion. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. After the evaluation the root cause for the reported issue was determined to be corrosion. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.